Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secured to the universal stand. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secured to the universal stand. The customer was provided with the part numbers for a replacement central processing unit (cpu) tray cover, thumbwheels, and e-cylinder strap. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the central processing unit (cpu) tray cover, e-cylinder straps, and thumbwheels were replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.